Event description:
As reported, the patient had an initial left tha on (B)(6) 2009. The patient was revised on 10-oct-2023 due to the poly wearing down over time. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6), 120-01-52 - acumatch cluster cup porous coated 52mm; (B)(6), 120-65-35 - bone screw 6.5mm dia x 35mm long; (B)(6), 142-32-00 - cocr fem head 32mm +0 offset 12/14; (B)(6), 160-21-09 - p-fit spline plas ex-off sz 9. H7: z-2133-2021.

Manufacturer narrative:
Corrections: h6 clinical code, h6 component code, h6 investigation findings, h6 investigation conclusions.

Manufacturer narrative:
Section h10: (h3) the most likely underlying cause for the revision reported is a combination of risk factors specified in an hhe and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Section h11: the following sections have corrected information: (h6) component code: 734, bearings; 4755, part/component/sub-assembly term not applicable.